Event description:
It was reported that during implant there were high thresholds but the pacing lead was finally placed with acceptable thresholds and impedance. Within several days there were unstable thresholds. During the procedure there were still unacceptable thresholds so the lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the full lead was returned, analyzed, and no anomalies were found.